Event description:
Information was received that a smiths medical cadd extension set had overinfused. The programmed settings were 2ml/ hr, with a total volume of 90 ml over 46 hours. 10 ml were reportedly remaining. Tubing was noted to have disconnected from 100 ml cassette. No patient injury resulted.